Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose level in the ¿high 400 mg/dl range¿. Customer was treated with intravenous insulin, and customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, an occlusion alarm had occurred. The customer was using fiasp insulin. Tandem technical support educated the customer regarding approved cartridge/insulin labeling. The pump supplies were changed to address the occlusion alarm. Reportedly, the customer reverted to manual injections for continued insulin therapy.